Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 574 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea. The customer was not getting insulin. Customer declined troubleshooting for high blood glucose. It was unknown that the insulin pump was on auto mode or not. The devices will not be returned for analysis.